Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was surgically abandoned as a result of progressively rising pace impedance to now 1400 ohms from 500 ohms at implant. There were no reported adverse patient effects associated with this clinical observation outside of the early surgical intervention.

Manufacturer narrative:
This lead is not expected for return. No further information is expected.